Event description:
Adverse event(s): "no pt injury" (no consequence or impact to pt). Product problem(s): "small shiny materials like air bubble" (foreign material present in device). A surgeon reported small shiny material like air bubbles in the product when it was injected into the pt's eye. No pt injury was reported. There are two medical device reports associated with this event. This is the first of two cases.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been three other complaints reported in the lot number. (B) (4). (B) (4). (B) (4).